Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal to mid right coronary artery. A 2.5mm x 38mm promus element plus stent was advanced and deployed to the target lesion. Then the 3.00mm x 15mm emerge balloon catheter was advanced for post dilation. The balloon was inflated however it ruptured at 12 atmospheres on the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).